Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 448mg/dl. The customer was treated with the pump. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The insulin pump was not returned for analysis.